Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported poor communication on the patient programmer. He tried changing the programmer batteries and this did not resolve the issue. The patient was also unable to communicate using the recharger. Stimulation had stopped. The patient last felt stimulation on (B)(6) 2016 and last successfully recharged about a week prior to (B)(6) 2016. The external devices no connecting began on (B)(6) 2016. The patient mentioned he had a fall that resulted in a concussion last week and asked if that could be related. The patient to follow-up with a healthcare professional (hcp) and meet with the hcp or a manufacturer representative to check the device and possibly restart the ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.